Manufacturer narrative:
The sample was collected in a whole blood edta tube and analyzed fresh. The customer ran quality control (qc) to check the instrument and found that the differentials were also out of range on controls. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse discovered that the differential lamp was out. The fse replaced the differential lamp resolving the issue for erroneous differential results. The failure mode is related to diff lamp failure. Per labeling: beckman coulter recommends the use all the flagging options (suspect, definitive, high/low, parameter codes and your laboratory's flagging criteria) to optimize the sensitivity of the instrument results. Do not single out one system message or output, such as a histogram or scatterplot, to summarize the specimen or patient's condition. Beckman coulter inc does not claim to identify every abnormality in all samples. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting low neutrophils and high lymphocytes on a single patient sample run generated on the coulter ac*t 5 diff autoloader (al) instrument with instrument generated flags. The erroneous results were not reported out of the laboratory. The sample was re-run and obtained higher neutrophils than the initial run, the re-run sample showed the presence of monocytes when compared to the initial specimen run which had none. A manual slide estimate was performed to verify results in which neutrophils were found to be normal. Results from the manual slide have not been provided for review. There was no impact or affect to patient or patient treatment as a result of this event.